Event description:
After several attempts at entering peritoneum during procedure, surgeons decided to insufflate to aid in visualization. Had entered through both layers of fascia without difficulty. Once c02 was started, immediately discovered they had perforated a segment of bowel. A "through and through" injury to the jejunum had occurred. Resection with primary reanastomosis was performed and patient did well.